Event description:
It was reported that during an unknown procedure, the surgeon could not get the jaws to release after the clip was applied. After several attempts, the device did release manually. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.